Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the screw boss on the left plunger case was broken. A review of the event history log identified force sensor background test error in the history. Functional testing was performed using the occlusion test and was unable to duplicate the problem, no problem was found, pump was powered up and operated as intended. The intermittence of the customer's reported problem can be attributed to the broken left plunger case boss. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Performed preventative maintenance and all functional tests which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.